Event description:
Regulatory agency reported "deformation of the breast". Subsequently, healthcare professional reported implant rupture. The device has been explanted and replaced with a non-abbvie implant. This relates to the left side.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.